Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon wanted to clip the cystic artery but the clip fell out of the instrument. All the clips were loose in the instrument so while touching the tissue with the ligaclip the clip already fell out of the instrument. The surgeon didn¿t clip the artery with this instrument and he took another device to finish the procedure. No patient consequences.

Manufacturer narrative:
(B)(4). Date sent: (B)(4) 2013. Information was not provided by the initial contact. Additional information: did the clips fall into the patient? Yes. If so how were the clips retrieved? With a grasper. Was there any torquing or twisting of the device when firing the device? No. What firing did this occur? The first. Was the clip fully advanced into the jaws prior to firing? Yes. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? No. Did somebody other than the primary surgeon fire the instrument? No the analysis results found that the device was returned in good visual condition.  In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. The reported event could not be confirmed as the device was found to be fully functional. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.